Manufacturer narrative:
This report is being filed on an international product, axsym ausab, list 7a39, that has a similar product distributed in the u.s., axsym ausab, list 3c74. (B)(4). Product evaluation was conducted in order to investigate this issue. As the likely cause lot number is unknown, the shipping history to (B)(4) was reviewed and identified lot number 22408lf00 which could possibly have been used by the customer when potential (B)(6) results were generated. Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no adverse trends and no non-statistical trends identified for the complaint issue. Possible explanations could be sample integrity or contamination of the sample. The customer was advised to use caution in handling patient samples to prevent cross contamination. Based on the evaluation results, no deficiency was identified related to the malfunction reported by the customer (as within internal testing in the assay package insert, the specificity is 100%).

Event description:
The customer stated that one patient sample generated a (B)(6) result for the axsym ausab ((B)(6)) back in (B)(6) 2013. The patient was retested in (B)(6) with (B)(6) results. The result was reported out with no treatment initiated or reported impact to patient management.